Event description:
Nellcor puritan bennett received a call from representative of facility on 09/06. Facility called to report the following problem: vent shut down with no leds or alarms while on pt. Vent was powered by external battery at time of failure. Vent mounted on wheelchair.